Event description:
Endostapler atw35 "locked up" and would not fire across the left renal artery. A second endostapler atw35 was opened onto sterile field. The second endostapler also misfired requiring the surgical team to convert from laparoscopic donor nephrectomy to an open procedure. The first endostapler, which "locked up" was visually assessed and no staples were seen, but blue color inserts were noted at the beginning of the reload next to the "jaw" opening of the stapler. The second endostapler, which fired only one side was visually assessed and it was noted that only one side of the stapler fired. The staples fired on the side of the kidney only. Patient remained stable.no blood was ordered or transfused. The ethicon representative was also notified by page and was in the hospital and visually assessed the endostaplers.